Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display was poor. It was stated that 31 days after use, the patient temperature display was disappearing or appearing lower than actual while using the extension cord of the temperature sensing catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " input female connector wears out". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not autoclave or sterilize the monitor cable by ethylene oxide. Wipe the monitor cable with a soft cloth using a solution of mild detergent and warm water or disinfectant dry thoroughly." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature display was poor. It was stated that 31 days after use, the patient temperature display was disappearing or appearing lower than actual while using the extension cord of the temperature sensing catheter.